Manufacturer narrative:
H6: the device was returned to ventec for evaluation. The device was evaluated by ventec where the reported issue of it not being able to complete the boot-up process was confirmed. Ventec observed that the device would continually reboot at power up. In this state, the device would be inoperative. Ventec opened the device in order to perform a visual inspection and observed that the internal flow transducer (ift) cable was disconnected at the ift. Ventec then plugged in the ift cable to resolve the reported issue. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issue was that the ift cable was not properly plugged in to the ift.

Manufacturer narrative:
H6: ventec attempted to contact the reporter in order to ask when the device would be returned to ventec for evaluation, however, no response has been received. This device was not return to ventec for an evaluation. The cause for the reported issue could not be determined.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device cannot complete the boot-up process. The reporter advised that the device initially powers on with a red banner at the top advising that the internal battery is critically low, then the display goes black, the power button flashes and there's a loud, continued beeping from the device. The unit then cycles power and the issue repeats. In this condition, the device would be inoperable. There was no patient involvement associated with the reported event.